Event description:
Lead was repositioned. Lead was not capturing at max outputs and sensing had drastically decreased. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 rv lead was found on chest x-ray to have perforated the right ventricle. Rv lead was re-positioned to the septum successfully. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.